Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection, connected the reload to the handle and checked the jaws opening/closing with no problem. The surgeon clamped the lung and pushed the green button and tried to fire the device but could not squeeze the handle and could not fire the device. The procedure was completed with another device. There was no patient injury.